Manufacturer narrative:
All buttons functioned properly. No damage noted in the keypad assembly. No unlocked keypad connector on the lcd board noted during visual inspection. No unexpected frozen display or frozen keypad operation occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is frozen before and after a battery change. The customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that the cannula was being filled at the time of the error. Customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.